Manufacturer narrative:
The device instructions for use were reviewed. They were found to be adequate and with no deficiencies. A review of the product lot history records for this lot of devices did not reveal any production nonconformance, anomaly or any other background that would help explain the circumstances for this complaint. The device was discarded by the facility and is not available for evaluation. All pertinent information available to sight sciences, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr 803. (B)(4).

Event description:
The visco360 device was used to viscodilate schlemm's canal in a patient with refractory glaucoma. The surgeon reported advancing the microcatheter 180 degrees in the canal and resistance was encountered when attempting to retract the microcatheter and viscodilate. Shortly afterwards, the microcatheter severed. Using retinal forceps, the surgeon successfully removed the catheter from the eye by performing a 180 degree goniotomy with the microcatheter. He elected to remove the device with a goniotomy since he had already been considering performing goniotomy during this procedure to treat the patient's refractory glaucoma. Using a new visco360 device, the surgeon then successfully performed viscodilation of the remaining 180 degrees of schlemm's canal. The event did not result in an adverse impact to the patient. The patient's day 1 iop was reported to be 18 mmhg.